Event description:
The customer contact reported a leak; subsequently bleed back was noted. The plumset was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a plum pump. It was reported that one minute after the delivery was started, it was noted that solution was leaking from the tubing, two inches distal to the clave y-site. An unspecified volume of bleed back was noted two inches from the distal end of the tubing. The plumset was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.